Event description:
It was reported that the device had faint/dim led's on display screen. There was no patient involvement.

Manufacturer narrative:
Correction: annex b : b17. Annex c : c20. Annex d : d15 . Additional information: annex a : a090202. Annex g : g05005. Annex b : b01. Annex c : c16. Annex d : c16.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had faint/dim led's on display screen. There was no patient involvement.